Manufacturer narrative:
Patient information is not available for reporting. Date of event: unknown. This report is for one (1) unknown plate. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Implanted, explanted date: unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Concomitant medical product: therapy date is unknown. (510k): unknown, as specific part and lot numbers for plate is not provided. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a revision surgery was performed to remove a plate. No further information is available at the moment. This report addresses revision surgery to remove the plate due to unknown failure. The linked complaint com-325704 captures the event of plate that could not be removed during the revision surgery. Concomitant reported parts: screws (part # unknown, lot # unknown, quantity unknown) this report is for one (1) unknown plate. This is report 1 of 1 for complaint (B)(4).